Event description:
It was reported that during an unspecified treatment procedure in the subclavian vein, "during the procedure the balloon burst at 22 atm. Unable to remove through the sheath. Tried to retrieve the balloon by using a bigger sheath. They were not successful." The physician was able to remove the catheter. In order to remove a fragment of the balloon that remained in the patient's vein, "they used a 16f sheath in the groin and were able to push the balloon material into the sheath and then removed." The procedure was successfully completed with this device. The current patient status is reported as "fine." Further information has been requested about this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk.